Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose in a plastic bag inside the product carton. The lockout assembly has been removed. Viscoelastic is dried in the device up to and including the tip of the nozzle. The plunger and the lens are advanced into the mid nozzle. The nozzle tip is bent/damaged. The returned photo shows company nozzle with the lens and the plunger advanced into the mid nozzle area. The nozzle tip is damaged/deformed. We are unable to determine the root cause for the reported complaint "deformation of cartridge tip". The company device was returned with lens advanced into the mid nozzle. All company devices are 100% cosmetically inspected as per approved manufacturing procedures and the observed tip damage would not meet our current release criteria. The company device was returned activated. The IFU (instructions for use) instructs to inspect the company nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company intraocular lens and company delivery system. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the tip of the cartridge was clearly distorted when trying to insert the lens into the eye during the surgery. The iol was not implanted in the affected eye. At the time of implantation, the tip was clearly deformed. The surgery was successfully completed after replacing with the replacement lens that had been prepared.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).